Event description:
A patient with a 4-level plate, implanted at c4-c7 had a follow up x-ray taken and it was noted that the superior right screw was backing out. Patient underwent revision procedure for screw removal and replacement.

Manufacturer narrative:
This information was not provided during initial report nor on questionnaire received from the surgeon. The manufacture site and the manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number or lot number. No investigation can be performed, no conclusion can be drawn as no device was returned and no catalog number or lot number was provided.